Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced the high blood glucose. The customer's blood glucose was 511 mg/dl. The customer was treated with the manual injection. The insulin pump had insulin flow blocked alarm. The customer declined the high blood glucose troubleshooting. The troubleshooting was performed for the insulin flow blocked alarm and found that the insulin exited. Customer stated that the cannula was bent. The insulin pump will not be returned for analysis.